Event description:
On 7/23/91 had fusion with instrumentation using pedicle screws. Woke up from surgery and had numbness in lower back down the outside of left leg and foot. Has had new emgs done which show old nerve damage to left leg. Didn't show any new nerve damage.